Event description:
Reported issue: the device has self-expelled, and the balloon is semi-inflated, and we observed that the balloon is asymmetrical or only inflated on one side. No injury reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the device has self-expelled, and the balloon is semi-inflated, and we observed that the balloon is asymmetrical or only inflated on one side. No injury reported.